Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was preparing to load a new cartridge during the load process and received a notification stating "a new cartridge has not been installed". Reportedly, customer repeated the load process and was able to successfully load the cartridge. There was no impact to customer's blood glucose level.